Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that during vitrectomy surgery an ophthalmic operating system has displayed inaccurate intraocular pressure reading and aspiration rate during extrusion under vacuum control mode the surgery was completed on the same day without any issues. There was no patient harm.